Manufacturer narrative:
As reported, the 6f/7f mynxgrip vascular closure device (vcd) did not deploy. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU). The user did not shuttle down completely. There was significant resistance when shuttling down. The sheath was not removed. Hemostasis was achieved by manual compression. The patient's hospitalization was not extended as a result of the event. The patient recovered. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The procedural sheath was not retracted and covering the balloon. The sealant was found inside the shuttle cartridge, exposed to saline. The advancer tube remained inside the shuttle cartridge. Per functional analysis, the shuttle down procedure was simulated. The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. A product history record (phr) review of lot f2007704 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was not confirmed during analysis of the returned device. The sealant and advancer tube remained inside the shuttle cartridge in manufactured position. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the 6f/7f mynxgrip vascular closure device (vcd) did not deploy. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU). The user did not shuttle down completely. There was significant resistance when shuttling down. The sheath was not removed. Hemostasis was achieved by manual compression. The patient's hospitalization was not extended as a result of the event. The patient recovered. The complaint device will be returned for evaluation.